Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the manufacturing representative saw a power on reset (por) message on the clinician programmer. The reporter stated the por was bypassed during the clinician programming session. It was noted the patient rarely checked their device with the patient programmer. It was further noted the patient stated this occurred about a month ago, but they were able to bypass the por with the patient programmer. The reporter stated the patient was looking through their refrigerator when the por was noted and they lost stimulation sensation. It was noted the implantable neurostimulator (ins) battery level was at 3.005 and impedance was 1110 ohms. Additional information received reported the patient had a loss of therapy. It was noted that no further interventions were taken or planned and the por had not been seen again. It was further noted the patient¿s therapy was re-established and was getting good coverage.